Event description:
The nurse attempted to insert a PICC line, "the basilic vein was easily visualized at adequalte size for a 5fr catheter. Vein accessed and good blood return noted. Guidewire slowly advanced approximately 3/4 of the vein, until resistance was met. Guidewire removed. Re-visualized vein with ultrasound, moving above area where approximated obstruction felt. Again, good access to vein, this time guide wire advanced 2 1/2 times then obstruction felt, slowly pulling back wire, guide wire would not come back out of needle. The wire was only carefully maneuvered to try to get guide wire out. At this time, the patient was informed there was a blockage in the vein requiring the patient to go to intervention radiology where a radiologist was able to remove the guide wire". Procedure performed, fluoro and ultrasound guided removal of retained guide wire in soft tissues of left arm with a cut down. Ultrasound and fluoro guided PICC placement. Patient tolerated procedure w/o complication.======================manufacturer response for power PICC solo 2, (brand not provided) (per site reporter).======================spoke with bard. To send shipping label for return evaluation.